Manufacturer narrative:
Other contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h11 corrected fields: d5,e1(initial reporter, event site email),e4 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) received an alert iabp may require maintenance. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.